Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and inappropriate anti-tachycardia pacing. It was noted that a commanded shock had been performed a few years prior and that the rv noise has been present for the past few years. The physician was questioning the rate/sense channel appearing flat. Technical services noted they could see rhythm coming through and recommended troubleshooting options. The lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and inappropriate anti-tachycardia pacing. It was noted that a commanded shock had been performed a few years prior and that the rv noise has been present for the past few years. The physician was questioning the rate/sense channel appearing flat. Technical services noted they could see rhythm coming through and recommended troubleshooting options. The lead remains in service at this time. No additional adverse patient effects were reported. Additional information was received that this patient was in clinic due to being lightheaded. Pacing inhibition was observed on the electrogram (egm) due to ra lead noise and oversensing. Isometrics were able to be reproduced. Tachy therapy is currently programmed off and this patient has a life vest on. This patient is currently on the heart transplant list. The field representative noted the physician will discuss a possible lead extraction or replacement. Additionally, an inappropriate shock was observed previously due to the noise and oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.